Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station showing multiple duplicate patients for nurses. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist spoke with the customer and confirmed duplicate patient records with different visit numbers at the station. The customer opened a case with the hospital information technology team and was not comfortable sharing patient information via email or phone. A follow-up email was sent, but no response was received from the customer. As a result, the technical support specialist closed the case.